Manufacturer narrative:
Review of the batch documentation and production data revealed no deviations or other relevant issues. The (B)(4) unused catheters returned from the same lot were visually inspected, and no defects were identified. Ten of these samples were tested according to the internal test method "manual test of slipperiness and smoothness of catheter surface", and all resulsts were within specification. Based on the available information, no root cause could be identified. The investigation did not reveal any product-related deficiences, and no corrective or preventive actions are considered necessary at this time. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occurred outside us, in germany. A 65-year-old male with a spinal cord injury, experienced in intermittent catheterization, reported that six (6) lofric hydro-kit catheters felt sharp-edged during use. He described the sensation as very uncomfortable in the urethra; it was not painful, but felt a slight friction. On one (1) occasion, a minor urtethral bleeding occurred when the catheter was withdrawn. The bleeding was transient and did not recur. The patient is currently taking acimethin and dridase. He has used additional lofric hydro-kit catheter after the incident without experiencing similar issues. Lofric hydro-kit is a sterile use urinary catheter. Each primary sterile package consists of a catheter, a water sachet (wetting solution bag) and a urine collection bag. The wetting solution bag is used to activate the hydrophilic catheter coating before use.